Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 445 mg/dl. The customer stated she had been experiencing no delivery alarms, and high blood glucose levels for four days prior to being hospitalized. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. Advised that customer that the insulin pump is working correctly.